Manufacturer narrative:
It was reported that a patient was undergoing a left shoulder arthroscopy, debridement of capsule, glenoid labrum, rotator cuff repair, distal clavicle excision, and the blade broke into two pieces during the patient's procedure. Reportedly the blade was inserted into the shoulder, and was used to divide tissue from off of the humeral head. Downward force into the bone caused the blade to break in two. The surgeon reported that there was no unusual force placed on the blade outside of normal use. The facility reported that when the piece broke off of the blade the broken piece of the blade never left sight of the camera. The piece of the blade was retrieved with the grasper and removed immediately. The blade fragment was removed immediately, and the procedure continued as planned without further issue. There was no impact to the patient, or the procedure being performed. The patient was under anesthesia, however, no additional anesthesia, or medication was required. There was no report of any adverse patient consequence, and no effect on the patient's stability as a result of the incident. There were no complications noted with the patient during, or after the procedure. The actual device has been discarded, and is not available to be returned to medline for evaluation. No additional information is available. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the surgical blade broke into two pieces, and was manually retrieved from the patient.